Event description:
The pt was implanted with a left ventricular assist device. Approx 3 years post-implant, the pt called the vad coordinator to report alarms. The pt lived 700km from berlin and drove to the nearest implant center. Upon arrival, the system controller was interrogated and the log file revealed multiple speed drops. The system controller was exchanged and the pt was admitted to the hospital for overnight observation. During the night, the alarms reappeared and x-rays were taken which revealed breakdown of the braided shield on the internal portion of the percutaneous lead. According to the info received, the alarms occurred when the pt lifted his upper body in bed from lying to a sitting position. The pt was successfully transplanted the following month.

Manufacturer narrative:
The explanted pump was returned to the manufacturer for analysis. Examination of the wires of the internal section of the percutaneous lead revealed breaches in the insulation of the orange, yellow, black and brown wires, exposing the underlying conductors of all four wires. The insulation damage appeared to be consistent with fatigue due to cyclic flexing. This repetitive flexing also caused abrasion to the wires. The exposed wire conductors would have allowed a short to ground to occur if the conductors made contact with the braided shield. The short would have caused the reported alarms and would have interrupted pump function. A review of device history records showed no deviations from manufacturing or qa specifications. No further info is available. The manufacturer is closing its file on this event.